Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) reported premature atrial contractions (pacs), premature ventricular contractions (pvcs), and heart rates generally in the 70-80 bpm range, rarely exceeding 100 bpm. The patient denied atrial fibrillation and inquired about device settings and what rhythms were being captured. These general device information questions were transferred to technical services (ts). Ts explained that implantable cardioverter defibrillators (icds) are designed to treat life-threatening arrhythmias such as vt/vf. Slow heart rates are not stored; only pacing percentages are recorded. Rhythms occurring between pacemaker and ICD settings may not be visible to the device. Ts referred the patient to their device-following physician for clarification on specific settings and pacing percentages. The device remains in service. No adverse patient effects were reported.